Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unexpected battery power loss due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that the insulin pump was not working by changing 3 other batteries. The customer¿s blood glucose level was 134 mg/dl. The customer also stated that they change the battery and the display doesn¿t come back. The customer was using aaa alkaline type of battery. The customer also stated that battery cap was damaged. The insulin pump will be returned for analysis.